Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable pulse generator (ipg) experienced an unsuccessful automatic transmission using the mobile monitoring application, with the application stuck on ¿sending transmission,¿ displaying an ¿application busy¿ message, and indicating that the transmission could not be sent. It was also reported that the application was not successfully connecting to the implanted device and was unable to find the implanted device. The patient received a notification on a cellphone and attempted a manual transmission, which was unsuccessful. The patient turned wi-fi and bluetooth off and on, restarted the cellphone, and checked the key exchange button, which was reported as fine. A support console irregularity described as ¿gray commands¿ was noted, and the patient was referred to the clinic and advised to make an appointment to have the wireless settings on the implanted device checked, and to try sending the transmission again later. The patient management database confirmed that the mobile monitoring application did not have any successful been placed since the date of the call. The ipg remains in use. No patient complications have been reported as a result of this event.